Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware, on (B)(6) 2016, that on (B)(6) 2016, there were continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred . Sensor was inserted on (B)(6) 2016, on the abdomen. No additional event or patient information is available. Data was provided. Data review confirmed the reported inaccuracy. A root cause could not be determined via data. The device has been received for evaluation. A follow-up report will be submitted upon completion of product investigation.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing and a pairing test was poerformed and the tests passed. A shared data log was able to be downloaded from the pairing test and a review of the log could not confirm the customer complaint. However, data that was initially received confirmed the reported event of inaccuracies. A root cause could not be determined.